Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, white particles calcification -like in device outer surface, wear abrasion and more than three curved openings. A microscopic analysis and leak test were performed which identified more than three openings striated and broken striated in the side plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated in the side anterior/posterior assessed as surgical damage. Broken striated in the side plug strap assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and anxiety.

Event description:
Healthcare professional reported right side " bilateral exchange from textured to smooth breast implants due to capsular contracture baker grade iii and the patients concern with the product." Device explanted.